Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 has a broken/defective tip. Discovered prior to use. The procedure was completed with a different kit, with no patient effect.

Manufacturer narrative:
Trackwise#: (B)(6). Updated sections: b4, b5, e3, g4, g7, h2, h6, h10 the lot # 25161498 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. [Ncmr #17392- a notification was received from xpo that 1 out of 400 units was found damaged during the inbound inspection for material # vh-3500 batch # 25161498. Xpo ncmr ref#:12082021-cs/cv-01. Problem statement refer to nonconformance description.]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 has a broken/defective tip (jaws). Discovered prior to use. The procedure was completed with a different kit, with no patient effect because there was no patient involved.